Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was not able to be interrogated with a consult unit. This device was found to have reverted to safety mode. The device was explanted and successfully replaced. No additional adverse patient effects. This product was returned.